Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic console exhibited inadequate intraocular pressure (iop) during surgery, surgeon had to continually adjust pressure and changed the irrigation aspiration hand piece after multiple priming¿s. Additional information has been requested, none received till date.

Manufacturer narrative:
Additional information is provided in sections h.6, and h.10. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Due to the fact that the serial is unknown, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).